Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that a 13.2mm, tmicl13.2, -10.0/1.0/111 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens opacity was observed. Lens remains implanted. The reporter stated that patient is happy with vision and the surgeon is not treating it at the time. If additional information is received a supplemental medwatch report will be submitted.